Event description:
It was reported that post-op of a lap adjustable band procedure, the tubing became kinked at the distal end of the strain relief. This was caused by the plastic covering of the connector when it migrated down and kinked the tubing. Another device was opened for the reoperation to complete the procedure. The pt is fine.

Manufacturer narrative:
Date sent: 11/21/2008. Information anticipated, but unavailable at this time.